Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the implantable cardioverter defibrillator exhibited intermittent post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The discussed programming changes were not performed. The patient will continue to be monitored.